Event description:
A report was received that the patient was experiencing shocking stimulation at the ipg site causing the patient discomfort. The patient also had edema in different parts of the body and fever. The underwent a revision procedure where the ipg was relocated and replaced.

Manufacturer narrative:
Sc-1160; sn (B)(4). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was experiencing shocking stimulation at the ipg site causing the patient discomfort. The patient also had edema in different parts of the body and fever. The underwent a revision procedure where the ipg was relocated and replaced.